Manufacturer narrative:
The insulin pump successfully downloaded traces and history file using thus. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No failed battery alarms noted during testing or when inserting a new battery. However, failed battery alerts confirmed in the insulin pump history/trace files on october 04, 2021 at 3:32pm. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly(electrical board a 1 board). Test p-cap / reservoir locks properly into place. The scratched case, corroded battery tube, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, cracked case on the battery tube side, cracked retainer ring, and missing serial number label were noted during visual inspection. Failed battery alerts confirmed in the insulin pump history/trace files on october 04, 2021 at 3:32pm due to corroded battery tube. In addition, moisture damage noted on the electrical board a 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the battery failed alarm occurred again after inserting new battery and pump does not turn on. Customer stated that the contacts on the battery cap were not missing or damaged or corroded. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.